Manufacturer narrative:
(B)(4). Pan. The analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, on the fifth firing, the metal cartridge pan on reload came off. It was discovered after attempting to load device for sixth time and device could not be reloaded. It was noticed that fifth reload was missing metal cartridge pan and when surgeon inspected gun, he saw that pan was stuck in anvil of gun. The surgeon removed the metal pan with a hemostat. The same gun was reloaded and fired two additional times without incident. There were no patient consequences reported.